Event description:
Information was received indicating that during use of a smiths medical cadd-legacy duodopa ambulatory infusion pump, the morning dose infused "over about five minutes" and the patient would "like to slow it down." Per reporter it is not known if the patient's pump is programmed correctly or if the pump is delivering the prescribed dosage correctly or not. No adverse patient effects were reported.